Event description:
It was reported that during deployment of a vascular stent, the stent deployed approximately 2cm and then could no longer deploy. The handle of the delivery system was disassembled and the inner wire was pulled to successfully deploy the stent and complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.